Event description:
A home pt reported receiving a system error 2240 during drain 1/5. Reportedly, the pt noted that the pt extension set had been leaking after he received the alarm. The home pt contacted baxter's technical service center for assitance. The pt was assisted in ending therapy. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt. The home pt stated that he uses a box cutter to open his cartons, however, the hole that was noted in the tubing was a pin hole and not a cut or a slice.